Event description:
Initial report: this non-serious spontaneous case from (B)(6) was received from a physician on (B)(6) 2010 (local reference (B)(4)). This case involves a (B)(6) female patient who received poly-l-lactic acid (sculptra) on (B)(6) 2010. It was reconstituted on the (B)(6) 2010 with 5ml swfi (sterile water for injection) and 2ml xylocaine. This was the pt's 3rd vial of poly-l-lactic acid. Relevant medical history includes herpes and dental treatment. Relevant concomitant medications were not mentioned. The patient developed a big red mark on one side of her face on the (B)(6) 2010 which was somewhat painful & tender to touch. On the (B)(6) 2010, the area had little blisters that were spread out. On the (B)(6) 2010, the blisters had started to weep and on the (B)(6) 2010, the physician examined the pt and believed that the pt's condition was due to (B)(6) and that the injecting session had triggered it (as well as ongoing dental treatment the pt had in the same area over a period of six months prior). The pt also indicated that the area was tight and tingly on the (B)(6) 2010. The pt was treated with (B)(6) and by the (B)(6) 2010, the pt was improving. Action taken: unk. Outcome - recovering/resolving. Pharmacovigilance comment: sanofi-aventis company comment dated (B)(6) 2010: the event of (B)(6) is unlisted for poly-l-lactic acid. As noted by the rptr, the pt has a history of previous flares following dental manipulation in the same area, and in this instance the trauma of injection could be a precipitating factor. This event is considered serious based on the company's device reporting tree due to the use of oral antiviral therapy.